Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to a spontaneous reduction in the r-wave amplitude measurements and myopotential over-sensing. Device data and recent x-ray images were forwarded to boston scientific technical services (ts) for review, and it was confirmed that the system position had not changed since the implant procedure. Ts confirmed that the alternate sensing vector was not suitable due to similar low amplitude measurements. Real-time testing was unable to reproduce the reduction in the r-wave amplitude measurements, but the primary vector appeared to function well. The physician reprogrammed the device to the primary sensing vector. Should further myopotential over-sensing occur, ts recommended performing a new automatic set-up and to look for increased baseline amplitude measurements. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.